Manufacturer narrative:
A4 patient ID information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the console displayed an m4 error. The system stopped on a patient all of a sudden. Another system was managed to be swapped. It was unknown if the issue was the box or the pump. The console, pump, and flow probe were isolated. There was no patient harm.

Manufacturer narrative:
Section d4: product information was updated. Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: the reported event of an m4 error and a system stop was unable to be confirmed. The centrimag motor (serial number: (B)(6)) was returned to the european distribution center and was run on a mock loop for several days without any alarms becoming active. The motor was functionally tested and was found to function as intended. The reported event was unable to be reproduced. Further testing was performed by product performance engineering. The motor was connected to a test centrimag console and mock loop. The motor was run for an extended duration without any issues or alarms. The underlying wires were tested, and no issues were observed. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled "console alarms & alerts" addresses how to properly interpret and troubleshoot all system alarms including m4 alarms. No further information was provided. The manufacturer is closing the file on this event.